Manufacturer narrative:
During follow up, the customer reported that the pump was showing the correct amount, and that they are not having issues with the pump.

Event description:
During follow up, the customer reported that the pump was showing the correct amount, and that they are not having issues with the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. The customers blood glucose level was not impacted. Customer declines to reload the same cartridge and will continue to use the pump.